Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va10778 implanted: (B)(6) 2016 explanted: (B)(6) 2026 product type lead product ID a52300 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 02-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they wanted to change their setting and saw a message that said they were at maximum capacity. The patient was at 1.5 so they tried again, and the phone said they needed access to their files and that they were lacking storage, so they gave it access. The patient then said they were having issues connecting to the ins. The agent walked the patient through connecting to their settings, and the patient reported seeing "system is operating at maximum settings, therapy cannot be increased." The patient tried to clear the message and confirmed they were back on program 1. The patient went back to the screen where they saw their settings. The patient attempted to increase stimulation again but reported seeing the "system is working at maximum setting, therapy can't be increased" message again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient reported that back in time, they saw a message on the handset's screen asking for access to their files because there was a "storage problem". The agent reviewed handset general use and redirected the patient to their hcp to further address the issue. Additional information was received from the patient. They stated that either surgery was good and that the pro was put around the unit. And that the broken wires were being replaced on (B)(6) 2026.

Event description:
Additional information was received from the patient. They stated that either surgery was good and that the pro was put around the unit. And that the broken wires were being replaced on (B)(6) 2026. The cause was unknown, and the issue has not been resolved

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va10778 implanted: (B)(6) 2016 explanted: (B)(6) 2026 product type lead product ID a52300 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.